Manufacturer narrative:
Qn #: (B)(4).

Event description:
It was reported "physician states he attempted to insert a fiberoptic catheter. He got the catheter partially into the patient but he could not advance the catheter. He said they received multiple alarms and the catheter was removed and replaced with a second catheter". The patient's current condition is "unknown". There is no additional information available from the customer.

Event description:
It was reported "physician states he attempted to insert a fiberoptic catheter. He got the catheter partially into the patient but he could not advance the catheter. He said they received multiple alarms and the catheter was removed and replaced with a second catheter". The patient's current condition is "unknown". There is no additional information available from the customer.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed, as a lot number was not reported. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.